Event description:
Initial information was received by a sales representative from a physician's assistant on (B)(4) 2011 and additional information was received by a physician's assistant on (B)(4) 2011. A (B)(6) male patient received his first injection of sodium hyaluronate (hyalgan) (lot #, expiration date unknown) on (B)(6) 2011 for osteoarthritis. The patient developed a large effusion in right knee after getting sodium hyaluronate on (B)(6) 2011. He was aspirated and had 80 cc drawn off knee on (B)(6) 2011. On (B)(6) 2011, it was confirmed that he developed (B)(6) infection. He was hospitalized on (B)(6) 2011 overnight and was currently being treated with intravenous antibiotics (not specified). At the time of the report, he had not recovered from the infection. No further relevant information reported.